Event description:
Hamilton medical ag received the following description: it was reported that during neonatal ventilation, the device experienced a sudden power loss (shutdown). The equipment was decommissioned. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The log files show that the device was switched on without an ¿off¿ event having been logged beforehand. No event is visible on the reported date of 03/05/2026, but at 01:45:13 on 04/05/2026, it can be seen that the device was switched on again without a prior ¿off¿ event, and 01:45:13 on 04/05/2026 is less than two hours away from the reported date. Later, the device reports the technical event: 246005 (alarm monitor defect) and tf 485001 (ambient failure detected). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: it was reported that during neonatal ventilation, the device experienced a sudden power loss (shutdown). The device was subsequently removed from service and replaced with another ventilator. The manufacturer received additional information indicating that the patient was transferred to another institution as a precautionary measure. Unfortunately, the patient passed away at the receiving institution. However, based on the clinical assessment conducted at the time, the cause of death was not attributed to the ventilator failure. Therefore, the available information does not reasonably suggest that the device caused or contributed to death or serious injury. Further inquiries have been sent to the customer to obtain additional details about the reported event.

Manufacturer narrative:
Follow-up 1: additional information received. Investigation is still ongoing.